Event description:
It was reported that blade separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified venous shunt vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During withdrawal, the blade was damaged and got separated. The procedure was completed with the original device. There were no patient complications as a result of the event.

Manufacturer narrative:
E1: initial reported facility name - (B)(6) hospital.

Event description:
It was reported that blade separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified venous shunt vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During withdrawal, the blade was damaged and got separated. The procedure was completed with the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reported facility name - (B)(6). The device was returned for analysis. Visual examination identified that the balloon had been inflated and was not refolded. The device was connected to an encore inflation unit, and upon application of positive pressure, di water leakage was observed from a pinhole located approximately 2 mm proximal to the distal markerband. Further inspection revealed that approximately 16 mm of blade and pad had lifted from one blade, while all other blades remained present and fully bonded to the balloon surface. No issues were observed with the tip section or the markerbands. Visual and tactile examination of the shaft revealed no kinks or damage.